Manufacturer narrative:
Per the tandem user guide, ¿do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 6¿17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the sensor was placed on the arm. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.